Event description:
It was reported that the user experienced hyperglycemia while using the ilet after pausing insulin delivery to shower and remaining disconnected for approximately 1.5 hours; insulin delivery was subsequently resumed, and glucose values began to trend down from a peak of 573 mg/dl, with follow-up confirming a continued decline though still elevated. Symptoms included elevated blood glucose. Outcomes included user troubleshooting and education with no alerts or alarms and no medical intervention or hospitalization. Investigation included review of pump reports and real-time follow-up to assess glucose trajectory after resuming insulin. Investigation of this case revealed that the hyperglycemia was consistent with prolonged pump pause and disconnection, with no device alarms or mechanical issues reported and the contact detach infusion set in use. It was concluded, based on previously established findings for similar reports, that the cause was unclear for regulatory purposes, though the event aligned with user disconnection leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.